Event description:
This is a report of a customer who experienced an abdominal hernia after lifting up his homechoice device. The patient underwent hernia repair surgery after the surgical repair for the hernia, the patient was placed on back up hemodialysis therapy. Per the peritoneal dialysis (pd) nurse, the event of the abdominal hernia is related to picking up the homechoice device and unrelated to pd disposables and pd solutions. The pd nurse declined to provide any medical history. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). As the sample was not returned and the serial number is unknown, a device analysis cannot be completed. If additional information becomes available this report will be reopened and updated accordingly.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.